Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Clinical report states that xrays show a disassociated locking ring from the liner. The patient then dislocated and was revised.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combinations since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 04/05/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, upon revision the liner had broken with multiple tabs broken off of the locking mechanism. The head showed an abrasion from the multiple dislocations. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 04/28/2016.